Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, an error message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. User may detect the suggested event by handling the device in accordance with the following IFU: ¿inspection of the endoscopic image.¿ user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, an e315 error, light guide lens break, charged coupled device lens break, adhesive part of ar broken, switch 1/3 damage, up/down knob out of standard, scope connector corrosion, section cover corrosion, and distal end scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that horizontal line noise was noted with the evis lucera elite colonovideoscope. The event occurred during a diagnostic procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, an e315 error was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.